Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a burning rash on back that has started to break open and is spreading. There was no alleged device malfunction contributing to the irritation. The patient went to the doctor to urgent care for the skin irritation, but nothing is noted about treatment. Reporting out of precaution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.